Event description:
It was reported that following a cataract surgery plus trabecular microbypass stent system procedure, the patient presented postoperatively with a hyphemia, blurry vision, halos, and increased intraocular pressure. Per report, the hyphemia clot at the temporal wound was treated with anterior chamber decompression and dilation, which decreased the intraocular pressure; however it subsequently increased and the patient was placed on medication. The report noted that the surgeon experienced intraoperative difficulty implanting the third stent due to patient anatomy and surgical technique, and believes this may have caused some bleeding and inflammation. The surgeon requested counsel and a Medical Expert consultation was offered.Through follow-up, the surgeon consulted with a Medical Expert who reported discussing the patient's postoperative hyphemia and ways to lower the intraocular pressure (IOP). Additionally, stent implantation techniques in eyes that have low scleral rigidity were discussed as well as a treatment plan for the fellow eye. Additional information has been requested.

Manufacturer narrative:
Additional information: H6-(Health Effect Clinical Code 4): E2326.The device remains implanted in the patient; therefore, product testing on the actual device could not be performed.The device identifiers were not provided; therefore, the device history records for this device lot number could not be reviewed.A review of the device labeling and associated risk documents was completed. IOP Increase, Hyphemia, Inflammation and Decreased/Impaired Vision are identified in the labeling as a known inherent risks of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. An adverse event appears to have occurred but does not appear to have been a problem with the device or the way it was used. The reported events (IOP Increase, Hyphemia, Inflammation and Decreased/Impaired Vision) are established risks associated with use of the device, which is clearly specified in the product's labeling. Based on the information received, the root cause of the reported event could not be conclusively identified.Mfr# Reference: (b)(4).